Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the occlusion test and excessive no delivery test due to a prime/fill anomaly. The pump had a scratched display window, a cracked reservoir tube, and a broken reservoir tube lip.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer keeps getting no delivery alarms on the insulin pump. Customer stated that this has been happening for the last 2 weeks. Customer stated that she is getting really sick from it and she does not know what to do. Customer stated that she has wasted a lot of supplies changing her infusion sets and sites. Customer is out of sets and reservoirs now. Customer stated that her last no delivery alarm was last night during basal. Customer is disconnected from the pump now. Customer's blood glucose is 10.4 mmol/l. Customer stated that they do not have a back-up plan. Customer has not treated. Customer stated that the no delivery alarm is recurring. Customer stated that the insulin did not exit the fixed prime and the pump alarmed no delivery. Customer stated that she want the pump replaced.